Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt380 adult dual heated evaqua2 breathing circuits were leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two returned complaint breathing circuits were visually inspected for damage. Results: a cut was found in the inspiratory limb of both complaint circuits. In one device the cut was about 28 cm from the elbow and in the other device the cut was about 73 cm from the elbow. The damage appeared to have been made with a sharp object, such as a knife. Conclusion: based on our experience of other similar investigations, we can conclude that the damage most likely occurred when the circuit packaging box was opened. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every (B)(4). If any faults are detected the whole batch is placed on hold for investigation. The user instructions supplied with the rt380 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.